Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 400 cc saline, catalog: 3502400, lot: 6630783, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation with mentor smooth round moderate plus profile 400 cc saline breast prostheses. Right breast prosthesis deflation was initially identified with ultrasound and later on confirmed by mammogram and physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/24/2018, mentor became aware that as the result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 475cc gel catalog: 3504754bc lot: 6782304 sn: (B)(4) and (left) mentor memorygel breast implant 475cc gel catalog: 3504754bc lot: 6795823 sn: (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/31/2018, mentor became aware that the correct suspect medical device was mentor smooth round moderate plus profile 400cc saline catalog: 3502400 lot: 6630783 sn: (B)(4) and that the correct concomitant product was: mentor smooth round moderate plus profile 400cc saline catalog: 3502400 lot: 6629085 sn: (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/14/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent at the patch junction. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 6630783 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).